Event description:
I used polygrip from approximately (B)(6) 1970 until (B)(6) 2010. While I was using polygrip, I began experiencing a lot of numbness in my feet and fingers. Blood tests were taken and it showed high levels of various problems. Which caused me to be on a lot of meds. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: (B)(6) 1970 -- present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.